Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) showing gas gain in iab circuit alarm. No harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1: e1: initial reporter is (B)(6) & (B)(6). Corrected fields : h6 ( medical device ¿ problem code ). Updated fields: b4, b5, e3, e1( initial reporter , event site email), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, performed all normal functional tests and calibration. Unit seem to be functionally normally and as designed. However, looking at the log files, fse did note one ¿gas gain in iab circuit¿ alarm. It is believed that this is the unknown alarm that the end-user reported on the display. This alarm is typically associated with condensation in the catheter. Fst did not see any condensation in the console or the patient interface. Returned unit to customer.

Manufacturer narrative:
Due to character restriction in block e1. E1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) showing gas gain in iab circuit alarm. No harm or injury reported.